Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing lows of 40s mg/dl. And highs of 600s mg/dl., with the night being the time of the lows. It was advised that the insulin pump in question was not compatible with sof-sensors. The customer reported that the current sensors in use were working well. The customer was transferred for further assistance regarding a possible upgrade in insulin pumps. No further information was provided.